Manufacturer narrative:
The product, half of the optic with one haptic, was returned for analysis and the reported complaint was observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no other complaints reported in the lot number. Additional info was requested on 7/17/08, 8/5/08, 8/19/08 by phone, fax, and mail. A completed questionnaire was received on 8/25/08. This report was mailed to FDA on: 9/19/08.

Event description:
A user facility reports that, during intraocular lens (iol) implant surgery, the trailing haptic broke off. The incision was enlarged to accommodate removal and replacement of the lens. A vitrectomy was also done. In follow-up, the surgeon reports the outcome of the event as "good".